Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for no delivery during the manual prime. The blood glucose reading was 549 mg/dl and the customer was treated with a manual injection. The parent had changed the set twice to alleviate the issue. The parent was advised to disconnect and reconnect the tubing and reservoir and to push insulin manually through the tubing. The parent reported that insulin did not exit. The parent was advised to rewind the insulin pump, reinsert the reservoir and run a manual prime and the insulin pump did not alarm. The parent was advised to call back if the issue persisted.